Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 3 three-way stop cocks was returned for evaluation. An arrow introducer with non-edwards contamination shield was located on the catheter body between 30.5 cm and 67 cm proximal from the catheter tip. No packaging was returned. The attached arrow introducer and non-edwards contamination shield were removed for evaluation. A puncture, approximately <0.5 mm long, was found on the catheter body at 24.5 cm proximal from the catheter tip. The puncture entered into the distal, thermistor, optical fiber, and balloon inflation lumens. The proximal injectate and proximal infusion lumens were patent without any leakage or occlusion. Blood was observed from inside the balloon when air was injected into the balloon inflation lumen. No visible damage to the balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of blood leakage was observed between the optical module connector and extension tube was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that blood leakage was observed between the optical module connector and extension tube during use. The catheter was used during bypass surgery. The lumen was blocked off and the customer continued to use the catheter. Although there was blood leakage observed, there were no patient complications reported by the customer.